Event description:
Twenty days post implant it was reported that the lead had no capture due to dislodgement into the main body of the cs (coronary sinus). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead, implanted: (B)(6) 2011; 5076-45 lead, implanted: (B)(6) 2006; 439878 lead, implanted: (B)(6) 2015. (B)(4).